Event description:
Related manufacture reference number: 2017865-2022-01016. It was reported that the patient presented remotely. Review of transmission revealed that the right ventricular lead exhibited noise oversensing, decrease in sensing amplitude, increase in capture threshold, and decrease in pacing impedance. It was also noted that the atrial lead exhibited decrease in sensing amplitude and increase in capture threshold. Upon interrogation, it was noted that both reported leads were found dislodged. The right ventricular lead was repositioned on (B)(6) 2022 while there were no interventions performed for the atrial lead. The patient was in stable condition.